Manufacturer narrative:
The bench repair engineer assessed the device and concluded that it had been dropped and damaged by the user. The bench repair engineer then replaced all the defective components with dfm100 assy-label set ¿ turkish, dfm100 assy therapy receptacle, dfm1 assy front case 1.1, dfm100 assy paddle tray assy, dfm100 therapy port protector assy, dfm100 assy printer, dfm100 measurement module ECG. All tests and checks were carried out according to the procedures outlined in the service document. No issues were detected. The device was returned to the user in a fully functional state, and no additional evaluation is necessary at this point.

Event description:
It was reported to philips that the device would not turn on. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.